Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) 2014.

Manufacturer narrative:
Reported event: an event regarding pain involving a metal head that was mated with accolade stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: the provided medical records were submitted to a clinician for review who indicated that: "an office visit on (B)(6) 2008, notes she complains of multiple pains "primary neck and back has been to pain center". On (B)(6) 2009, she was seen complaining of right trochanteric pain and low back pain. On (B)(6) 2012, an office note states, "complains of chronic low back to right hip, groin, buttock, greater trochanter . Aching, burning, deep pain and needles". A recent diagnosis of fibromyalgia is noted and x-ray showed "bilateral total hips well placed no signs of mechanical problems". When seen on (B)(6) 2012, she complained of eczema pain, meds up to ten a day, chronic right hip pain. On (B)(6) 2012, the patient was admitted for right hip pain and on that same date a revision of the right total hip arthroplasty was performed for a diagnosis of chronically painful right total hip. The operative report notes general anesthesia and the use of the previous posterolateral approach. The report also notes, "all workup negative with normal inflammatory markers and hip aspiration, copious yellow appearing fluid, fibrotic replacement of muscle sleeve around the hip, gluteus medius tendon essentially avulsed from greater trochanter, attached only 30%, components optimally positioned. No examination of the explanted components from either revision surgery is available for review and there is no description of "metallosis with fretting and corrosion at the morse taper" as noted in the second revision surgery as having been present two years earlier at the first revision. There are no implant labels or specific listing of all components. There are no surgical pathology reports from either revision and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. In this patient with narcotic dependency and multiple site fibromyalgia pain, a description of a normal non-antalgic gait and two revision surgeries with well-fixed and properly positioned components, there is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised for pain and a reaction to metal wear debris. Provided medical records were submitted to consulting clinician who indicated that patient was revised due to chronically painful right hip. No examination of the explanted components is available for review. There are no surgical pathology reports and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. In this patient with narcotic dependency and multiple site fibromyalgia pain, a description of a normal non-antalgic gait and two revision surgeries with well-fixed and properly positioned components, there is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in november 2012 for pain and a reaction to metal wear debris. In january 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6), 2014.